Event description:
Aicd device implanted and patient sent to recovery. In recovery area it was noted that the pacemaker was not functioning effectively. Patient taken back into surgery and attempts were made to manipulate the device and the leads to improve function. It still was not satisfactory. The device was removed and replaced with another device.